Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the event is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic hysterectomy - "the trocar broke in half." Additional information received via email from sales representative on january 6, 2017: the procedure was a robotic hysterectomy. After case upon hand removal from peritoneum, they heard a crack and it snapped. The fracture did not cause particulation. It was a clean break in half and they were able to retrieve the other piece. The port was used as a robotic camera port. The method of insertion was under direct visualization. Type of intervention: unk. Patient status: "ok."